Event description:
It was reported on (B)(6) 2023 by a arthrex employee via sems that an ar-8400rbe burr is producing debris when used. Case involvement, device breaks during use. All fragment retrieved from patient. No patient harm and no secondary procedure needed. It was completed by using other tools from other company.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that there are abrasions on the interior of the outer tube. Cause is undetermined.